Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella 0.018 wire shredded while forming j tip prior to insertion for impella implant. A replacement guidewire was subsequently utilized and the pump was placed for patient support.

Manufacturer narrative:
The investigation into the reported delivery issue -use has been completed since the original report was filed. Per the clinical information provided, the root cause of the delivery issue - guidewire damage was most likely use related.